Event description:
According to the reporter: the patient underwent a laparoscopic low anterior resection (lar) procedure. Post operatively, day of surgery, the staple line of the anastomosis was bleeding. The bleeding of the staple line was noted intraoperative or post-operative. The gastrointestinal (gi) doctor had to go in and put clips on the staple line where the bleeding occurred. The device had partially fired. There was poor staple formation, the staple line was incomplete. The instrument handle was fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent. The donuts were complete. There was blood loss of more than 500 cc and the patient had to have a blood transfusion. The patient status is alive, with injury.